Event description:
It was reported that the 9800 system had a blank screen. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The camera was adjusted during the service call.